Event description:
Technician alleged that the brake caster still swivels and is ratcheting when the brake pedal is in brake position. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.